Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to infuse the water into the inflation lumen after insertion. As a result, the catheter was replaced. There was no patient injury reported.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual evaluation, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event.. A functional evaluation was performed using a lab syringe. The balloon was inflated with 10 cc water using normal fill technique and the balloon inflated without difficulty in 6 sec, and the inflation funnel did not balloon out during inflation. The balloon was deflate and re-inflated again with quick fill technique. The balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. Per the dimensional evaluation, the following results were found: (B)(6). There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The reported event could not be confirmed as the sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not inflate the balloon in the urethra [the urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to infuse the water into the inflation lumen after insertion. The catheter was replaced, and there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to infuse the water into the inflation lumen after insertion. The catheter was replaced, and there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse was unable to infuse the water into the inflation lumen after insertion. As a result, the catheter was replaced. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to infuse the water into the inflation lumen after insertion. As a result, the catheter was replaced. There was no patient injury reported.